Event description:
Pump was placed on or about september 11, 1991 at st. Anthony hospital. On or about january 20, 1992 patient lost pain relief. She went to surgery on january 29, 1992 at shouth community hospital and it was discovered that the small lumbar catheter was "kinked, twisted, and almost worn in two". This segment (about 1 cm) had to be resected.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.